Manufacturer narrative:
Results: the sep8 distal atraumatic tip wrapping and core wire were fractured distal to the separator bulb. The fractured tip was not returned for evaluation. The distal end of the bulb was damaged. Conclusions: evaluation of the returned sep8 revealed the distal atraumatic tip was fractured. This damage is likely a result of repeated forceful manipulations of the sep8 through tough clot burden. If the core wire fractures, the wrapping wire may fatigue and fracture if the device continues to be used. The cat8 identified in the complaint was not returned for evaluation. Penumbra separators are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the superior vena cava (svc) using an indigo system separator 8 (sep8). During the procedure, while using a sep8 with an indigo system aspiration catheter 8 (cat8), the tip of a sep8 bulb detached; therefore, the physician attempted to snare it but was unsuccessful. The patient was then placed on a tissue plasminogen activator (tpa) drip overnight and the clot was resolved. The physician did not feel the need to intervene to remove the clot or the piece of the sep8 tip the next day. It should be noted that there was no noted damaged to the cat8. Additionally, there was no report of an adverse effect to the patient.